Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw1235 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "catheter is "fish mouthing" on insertion and preventing the catheter from being inserted into the vein. The catheter material softens on insertion and causing the catheter tip to widen "fish mouth".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of defective powerglide pro devices was confirmed. Four 18 ga x 10 cm powerglide pro devices were returned for evaluation. The devices were returned with their needle covers and catheters present over the needles. The first two samples contained blood residue over the needle, catheter, and housing. The guidewires on the first two samples were also found to be bunched within the housing. The third and fourth samples did not appear to contain blood residue and no apparent issues with the guidewire were noted. Both the needle bevel and the distal catheter tip were microscopically inspected on each returned sample. The edges of the catheter tip were observed to be somewhat rough and appeared to contain a slight bulge in the material. The characteristics of the catheter tips are consistent with the samples containing blood residue and the samples which appear to be unused. The rough edges in the catheter transition tip are a likely contributing factor to a difficult insertion; therefore, the complaint is confirmed. Bd is working closely with the manufacturing facility to prevent reoccurrence of the reported event.

Event description:
It was reported "catheter is "fish mouthing" on insertion and preventing the catheter from being inserted into the vein. The catheter material softens on insertion and causing the catheter tip to widen "fish mouth". 10/10/2022 - four samples were returned for evaluation. This report addresses the first device.